Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Port revised remains implanted.

Event description:
It was reported that post implant of a realize adjustable band, the port was upside down and the hooks were half way extended, the patient was experiencing pain and the port could not be accessed, the patient was taken back to surgery for a port revision, the patient is currently stable.